Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 7 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03468 / 03469).

Event description:
Patient underwent a right hip revision procedure approximately thirty months post implantation due to a fractured anchor plug and loosening of the spindle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of radiographs dated (B)(6) 2016 by hcp reported fracture of the metal anchor plug visualized just distal to the spindle, loosening of femoral shaft bone from the spindle associated with varus and posterior angulation of the femoral shaft. The x-ray images adequately demonstrate the complaint.